Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the 3d endoscopic image of the subject device was blurred during the laparoscopic cholecystectomy procedure. The user facility completed the intended procedure by exchanging the device. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is for correcting the initial report. "(Date received by manufacturer)" in the initial report of "MFR 8010047-2018-00116" was wrong. The correct date is "january 18th, 2018".

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".